Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for migration and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that sometime post filter deployment, allegedly there were multiple filter struts that perforated the inferior vena cava with possible perforation of the renal vein. Allegedly the filter also migrated superiorly. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that sometime post filter deployment, allegedly there were multiple filter struts that perforated the inferior vena cava with possible perforation of the renal vein. Allegedly the filter also migrated superiorly. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated and the struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 09/2012). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that sometime post filter deployment, allegedly there were multiple filter struts that perforated the inferior vena cava with possible perforation of the renal vein. Allegedly the filter also migrated superiorly. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for migration and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately eight years post filter deployment, CT revealed abnormal superior migration of the filter with the apex of the filter located 4 cm above the confluence of the right left renal veins with the ivc and evidence of perforation of ivc filter struts medially, laterally, and posteriorly with possible perforation into the right renal artery and right renal vein. Therefore, the investigation is confirmed for perforation of the ivc and filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2012).

Event description:
It was reported through the litigation process that sometime post filter deployment, allegedly there were multiple filter struts that perforated the inferior vena cava with possible perforation of the renal vein. Allegedly the filter also migrated superiorly. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated and the struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.